Event description:
This ra lead was implanted on (B)(6)2009 and was capped on (B)(6)2018 because the lead was stuck in the device header. The physician was dr. Wilson young at community medical hospital in scranton, pa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).